Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mom reported via phone call that the insulin pump had a blank display. The blood glucose level was unknown. Troubleshooting was performed and customer¿s mom stated that the display was blank after battery set changes. The product will return for the analysis.

Manufacturer narrative:
Device received with broken battery tube threads. Device received with blank display due to missing battery tube spring, corroded battery tube spring contact and corroded battery tube. Unable to verify device heating up and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.